Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination. Visual examination of the returned femoral head denoted a worn appearance at the part. It was possible to identify a disassociation event among cup and liner since it was found that occurred a transfer of the titanium cup material onto the surface of the ceramic head. It is subsequent the liner disassociation and does not signify any product error. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to fracture of the liner at superior rim of pinnacle shell, resulting in head articulating against metal shell instead of polyethylene. Poly was removed and replaced with new liner/new femoral head. Additionally, when attempting to trial pinnacle liner, the locking screw broke thru the trial and couldn¿t be used. All pieces of that were retrieved. Surgical delay was unknown. Doi: (B)(6) 2019. Dor: (B)(6) 2022; affected side: left hip.